Manufacturer narrative:
The device was returned to the manufacturer and investigation completed 17-oct-2018. On investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint. Additionally, the cartridge compartment was also noted to be cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue: battery compartment cracked. There is no indication the alleged product issue caused or contributed to an adverse event.